Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: 6.0 ml/hr. Procedure: right shoulder arthroscopy. Cathplace: right interscalene brachial plexus nerve. Date of surgery: (B)(6) 2013. Pump flowed fast. Pump was set at 6ml/hr, ropivacaine 0.2%. (Further info received regarding the incident.) Pt had right shoulder arthroscopy surgery on (B)(6) 2013. Pump infusion began approximately 4 pm that day, set at 6ml/hr. Pt experienced swelling in face, arm and difficulty swallowing. Pump was noticed empty at 10 am on (B)(6) 2013: received a call from the physician who stated that the pump appeared to still have about 100ml of medication in the pump, but he did feel that it flowed fast. Additional info received (B)(6) 2013: it was reported that the physician paid a visit to the pt's home post op as the pt felt the pump was getting low and had inquired on getting a replacement pump.

Manufacturer narrative:
Method: the device at this time was reported not to be available for return as the hosp is withholding the device. A device history review was performed for the reported lot number. Photographs were received of the actual device. Results: the product lot met all mfg and quality specifications. Conclusions: should the device become available an eval will be performed. I-flow will submit a f/u report if pertinent info becomes available. I-flow is conducting further investigations with the reported info. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.